Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4).

Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (tg3715/06790889 and tg3715/06394752) to repair a thoracic aortic aneurysm. A conduit on the right external iliac artery was used for access and the artery was replaced by a surgical graft. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged of the hospital. Aneurysm diameter was 53mm. On (B)(6) 2010, in six-month follow-up study, an endoleak of the unknown type was revealed. Aneurysm diameter was 52mm. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2011, in one-year follow-up study, the endoleak was resolved. Aneurysm diameter was 53mm. On (B)(6) 2012, in two-year follow-up study, a distal type I endoleak was revealed. Aneurysm diameter was 53mm. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2013, in three-year follow-up study, aneurysm diameter had enlarged to 57mm with the persistent distal type I endoleak. On (B)(6) 2013, an additional non-gore endoprosthesis was implanted to repair the distal type I endoleak. The patient tolerated the procedure. On (B)(6) 2014, in four-year follow-up study, the distal type I endoleak was resolved. Aneurysm diameter was 62mm.